Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt tripped over and hit herself on the implanted side of her head. No marks were visible on the skin. Testing shows 7 channels in status hi and 5 channels with increased impedance. The pt no longer has any hearing sensation on the hi channels, and her hearing sensation has deteriorated on 3 channels. The pt no longer has any speech understanding.